Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, confirmed the issue recurred, and arranged for a replacement pump to be sent. The customer was advised on storage instructions for the malfunctioning pump and steps for using the new pump. It was confirmed that the customer understood and acknowledged all instructions.